Event description:
It was reported by the health care professional (hcp) the patient's system was going to be removed on (B)(6), 2012. The reason for removal was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the neurostimulator system was removed because it was not working for the patient. It was not helping with the patient's pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, (B)(4).